Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: black dirt was observed inside the unit. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, it was observed that a foreign matter was located on the piston inside of the caresite valve. The sample is not within specification; the reported defect is confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. This piston is covered in silicon, making it very susceptible to particulates. B. Braun has procedures in place to mitigate foreign matter in the manufacturing area. Although training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the part of the operator can be attributed to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.